Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was not working, not charging, and not connecting. No patient symptoms were reported. No further complications were reported or anticipated.